Event description:
A customer reported not seeing drops of insulin at the end of the tubing during the loading process. There was no adverse impact to the customer's blood glucose level. The customer initially did not remove air from the cartridge, so technical support educated them on this step. The caller used room temperature insulin and followed guidance from technical support to proceed with filling and loading a new cartridge. After further attempts and ensuring a ball of insulin formed correctly, the customer saw drops of insulin at the tubing's end. Technical support assisted the customer in completing the load process and resuming insulin delivery. Cts educated caller to make sure to complete cartridge air removal step prior to filling the cartridge.